Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that since an air leakage was observed on the bending section cover, water intruded from that site which caused corrosion of the angulation mechanism and therefore the angulation operation did not work; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for urf-v3 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited the operation section angle not working. There were no reports of patient involvement.